Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (model pcb00, +23.5 diopter) into the right eye of a male patient, the capsule ruptured. Reportedly, the lens was cut up and removed from the eye. Additional information revealed that the incision was enlarged to remove the lens and a vitrectomy was performed. A different lens (model za9003, diopter unknown) was implanted as a replacement. Sutures were used and no injury was reported. The patient was reported doing well. No further information was provided.